Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, the valve stenosis was not specifically attributed to ppm in the information received, and the exact echo readings post deployment were not reported; therefore, ppm cannot be confirmed but may be partially the cause of the stenosis, as a pre-existing valve was in place. However, in addition evidence of thrombus was noted in the report which may have also alone/or in combination be the cause of the stenosis and leaflet motion restriction. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the stenosis of the sapein 3 valve and the thickened leaflets cannot be confirmed; however, per report, it could be related to procedural (under deployed valve during initial implant inside surgical valve) factors or patient factors (thrombus). Either way, after re-dilation the patient¿s gradient improved and the patient was placed on anticoagulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by (B)(6) affiliate, one year and seven months post implantation of a 26 mm sapien 3 valve inside a failing non-edwards 27mm surgical valve in the aortic position, the patient presented with shortness of breath. An echo (tee) revealed valve stenosis as the 26mm sapien valve was restricted within the mosaic 27, causing the leaflets not to coapt correctly. The leaflets appeared thickened with clot on CT. Approximately, 2 years post implant a decision was made to post-dilate the sapein 3 valve, with a 26mm non-edwards balloon catheter with the plan to implant a 2nd sapien 3 valve into the first sapien valve in addition to ¿cracking¿ the 27 mm surgical valve. After post-dilatation, the gradient improved (10mm). A decision was made not to implant another sapien 3 valve. The patient was treated medically for the thrombus. The patient is stable and discharged home.